Manufacturer narrative:
Investigations were able to reproduce the issue. When infinity receives an alarm that is not mapped in the system, but there is another mapping of an instrument alarm that starts with the exact same characters that conform the received alarm (in this example, 7 and 72), infinity incorrectly uses this mapping with the received alarm. As a consequence to this behavior, the correct flags do not appear in infinity and incorrect flags can be assigned to the affected results. The root cause of this issue is related to a refactor of a method related to commserver drivers used by the cobas 8000 instrument and alarm mapping. When an alarm is not mapped in infinity and if there is a mapped alarm in which its first characters match the received alarm code, infinity incorrectly assigns this mapping to the received alarm. This behavior will be the same regardless of whether the alarm is numerical or alphanumerical and it only affects the cobas infinity when used in conjunction with commserver drivers (as the method is related to commserver). As a workaround, if all the instrument alarms have a mapping in infinity to a system alarm (that can be the same as the instrument alarm), all the flags are correctly received. Phone number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated that the cobas infinity software ((B)(4)) is mapping alarms incorrectly. For example, a cobas 8000 instrument will transmit an alarm code of 7 (reaction limit over) to the cobas infinity software, but the cobas infinity software interprets the alarm as 72 (sample clot). Alarm 72 is correctly configured in the cobas infinity software and mapped to the correct alarm interpretation of "sample clot". Alarm 7 has not been configured in the cobas infinity software. The cobas infinity software appears incorrectly map to a configured alarm code based only on the first digit. Extensive testing was performed including changing the alarm sent by the instrument from 7 to 8 and then changing the alarm configured in the cobas infinity software from 72 to 83. If the instrument sends alarm 8, the cobas infinity software will map to alarm 83. Another test included deleting the configuration for alarm 72 and configure it as alarm 76. Inf the instrument sends alarm 7, the infinity will then map to alarm 76. When using a different software driver on the cobas 8000 system, the issue does not occur with the cobas infinity software. Alarms will be mapped correctly.

Manufacturer narrative:
Roche has confirmed through a customer complaint investigation that alarm flags that have a "<" symbol in front of them are not displayed on the cobas infinity validation screen. This issue affects only customers that are doing manual validation on the cobas infinity validation screen. This issue is limited to the display of alarms on the cobas infinity validation screen. All alarms are correctly received and stored in the database. Also, this does not impact the display of actual results. All cobas infinity laboratory solution software versions are affected. For roche and non-roche analyzers: ¿ if validation is done outside of the cobas infinity (e.g., laboratory information system), then alarms are correctly sent to the host system and these customers are not affected. ¿ if validation is done in cobas infinity using the alarm mapping function on the cobas infinity laboratory solution to create system flags that start with "<" symbol, then these customers are affected. Any alarm mapping that maps an instrument alarm to a system alarm that starts with a "<" symbol will lead to a situation where the system flags are not visible for manual validation on the cobas infinity validation screen. For non-roche analyzers only: ¿ if validation is done in cobas infinity and the analyzer sends alarm flags on test results beginning with the "<" symbol in front of the alarm flag, then the customer is affected. Roche will resolve this issue in the near future with a mandatory software patch update. Field h9 has been updated.